Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "miss out to put in the carton box". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that there was no manual included with the purewick urine collection system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no manual included with the purewick urine collection system.